Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was cleaned using interept neutral disinfectant, rapicide part a and b, and intercept plus. An automatic endoscope reprocessor was used. The scope was reprocessed according to the instruction for use (IFU). The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the electrical safety test failed, play in the angle and the angle was not to specification, and there was excessive fluid ingress of the suction connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although the defects found during evaluation were confirmed, the foreign material in the jet tube was likely simethicone, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the IFU were reported. A definitive root cause of the foreign material in the jet tube could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the image of the colonovideoscope went blank. The issue occurred during a procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that there were remnants of a white crystallized foreign material believed to be infacol (simethicone) in the jet channel. The report is being submitted due to foreign material found during evaluation.